Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 50 mcg/ml at 9.03 mcg/day and unknown morphine 10 mg/ml at 1.806 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. The hcp had access to the clinician programmer and the empty pump alarm was occurring. The logs revealed the pump went empty on (B)(6) 2018 and it was noted the patient struggled financially to get to appointments and had been weaned over the last 1.5 to 2 years. The elective replacement indicator (eri) (expected) also occurred on (B)(6) 2018. It was also reported the patient had missed a refill. The patient was just wanting to leave the pump empty and have the alarm silenced. It was reviewed the pump would alarm in the future for end of service (eos), but that they could silence the alarm for the empty reservoir by changing the reservoir volume and putting pump to minimum rate. Symptoms included the patient had an increase in spasms and pain. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated they did not deem this to be a problem for the patient. The pump was intentionally set to go empty so there was no further follow-up needed. No further complications were reported/anticipated or expected.